Manufacturer narrative:
It was reported that the patient is reporting instability of their knee and valgus alignment. Revision surgery is planned to exchange the poly inserts and rebalance the knee. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient is reporting instability of their knee and valgus alignment. Revision surgery is planned to exchange the poly inserts and rebalance the knee.